Event description:
The device was returned to the MFR stating intermittent functioning of stimulator during positional changes by the patient; surging felt when bending at the waist or lifting the leg. Product interrogation performed at patient follow-up detected high impedances from several electrodes. Device explantation occurred after 20 months implant duration and the device was returned to the MFR for analysis. Refer to medwatch report # 3004209178-2007-00400.

Manufacturer narrative:
(B)(4). Final device analysis results revealed a broken conductor wire.